Event description:
It was reported during set up/inspection for use, the subject device exhibited image problems. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to disconnection in the cable unit, the color tone of the image was improper. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure. The most probable cause was the disconnection in the cable unit, which led to the improper color tone of the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.